Manufacturer narrative:
Patient reported that she was hospitalized for hyperglycemia on (B)(6) 2018 and was released on (B)(6) 2018. The patient was wearing a v-go device that was removed and discarded. No additional information was provided. There was no allegation of device malfunction and no device was returned. Root cause cannot be determined with the information provided.

Event description:
Patient reported that she was hospitalized for hyperglycemia on (B)(6) 2018 and was released on (B)(6) 2018. The patient was wearing a v-go device that was removed and discarded. No additional information was provided. There was no allegation of device malfunction and no device was returned.

Manufacturer narrative:
Date corrected: UDI#: provided. V-go, lot#: provided was used to produce multiple finished goods lots. The most current UDI#: was provided and the other UDI's are listed here: ((B)(4). Initial reporter corrected health professional: no checked. Non healthcare professional. Follow up #1. Correction checked: manufacture date provided.